Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, moderately calcified mid left anterior descending (lad) coronary artery. A 2.75 x 28 mm xience prime stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion, crossed and the stent implant was successfully deployed. A 2.75 x 12 mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation. Following post-dilatation, a dissection was observed at the distal edge of the stent. In order to cover the dissection, a 2.75 x 18 mm xience prime stent implant was successfully used. There was no reported clinically significant delay in the procedure. No additional information was provided.